Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, patient factors [bulky and severe native aortic valve/leaflet calcification] contributed to the paravalvular leak post valve deployment. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. The initial reporter was unable to confirm which of the two 29mm sapien xt valves was implanted first. The two possible serial numbers for the valves are (B)(4).

Event description:
Following transfemoral deployment of a 29mm sapien xt valve, tee showed a moderate to moderately severe paravalvular leak [pvl]; the pvl was also confirmed with on aortogram. Due to the heavily calcified native leaflets and calcification in the lvot, the physician felt post dilating the valve would not improve the situation and was not worth the added risk. Therefore a second 29mm sapien xt valve was prepped, introduced, and advanced across the first valve. The second valve was positioned slightly more ventricular to help seal off the pvl and was successfully deployed. Post second valve implant, tee showed some improvement of the pvl; the pvl was reduced to mild. The procedure was completed and the patient taken to ICU. On a repeat 2d echo post tavr, the aortic regurgitation seemed minimal and the patient was reported as doing well clinically. The event was attributed to severe native aortic leaflet calcification and lvot calcification which prevented the sapien xt from making a complete seal of the aortic annulus. The pre and post deployment position for the first valve was 60:40 [aortic:ventricular]. The native valve/leaflet calcification was described as bulky; aortic root calcification was mild.